Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned for analysis. Visual inspection noted that cable had two cuts but internal conductors were not exposed. A functional analysis found that there were opens along the cable causing the reported issue. End of interface update. Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4), ubd: 28-aug-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon monitor on the system was not receiving a signal but the staff monitor was. The representative opened the cart and bypassed the video splitter, and they were able to get an image on the staff monitor but not the surgeon. The rep tested the video splitter ports, and they all pushed out video. The representative noted the monitor cable appears to have damage on it. When the system was docked there was no input, but un-docked there was.